Manufacturer narrative:
The smiths medical pump was returned for analysis and it was found to have been in good physical condition even though it had a scratched screen. The pump was started in application and there were no problems found with beeping. The original complaint could not be confirmed. The downstream sensor will be replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was double beeping with no cassette during testing of the device. There was no patient present at this time. There were no adverse events reported.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A review of the event history log found no evidence of the reported problem in the history. Additional information b5 describe event or problem, d5 operator of device, h6 patient codes, device codes, result codes and conclusion codes. This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147.

Event description:
This event occurred during bench testing. No patient was involved.